Event description:
It was reported that during the software data log review, there was four occurrences for "entering broken mode" on the level pod assembly. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Software log analysis was performed by the manufacturer on 01/22/2014. Log file start date: (B)(4) 2013. Log file stop date: (B)(4) 2013.